Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted a separation between main body and the twist sleeve of the twist clamp. The reported condition was verified. The direct cause for the twist clamp separating from the female connector / main body assembly was observed to be due to broken occlude feet. The cause of the broken occlude feet is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the main body and the twist clamp (twist sleeve) of a minicap extended life transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for about four (4) months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.